Manufacturer narrative:
H10: per biomed, the device was evaluated, and the reported issue was confirmed. The customer replaced the v60 front bezel, to solve the reported issue. The unit then worked properly. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator was experiencing nav-ring issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.